Event description:
Presented to ed w/ sob (shortness of breath) on 12/1, recent start of doxycycline and prednisone op for copd chronic obstructive pulmonary disease) exac. Pmh ckd, copd, gerd, htn. CT to r/o pe (pulmonary embolism) was ordered on 12/2 due to elevated d-dimer and tachycardia, positive for bilateral pe in lower lobe pulmonary arteries. Home meds include im testosterone q6 weeks. Pta meds included famotidine (not resumed on admission) and prednisone started pta for copd exac (switched to IV methylprednisolone on admission). Also on asa 81 mg pta and this was continued on admission. Treatment started with apixaban 10 mg bid on 12/2 pm. Hospitalist note mentioned pe in the past but not documented in imaging or pmh, not on ac pta. On 12/4 pm, cp reported melanotic stools, fobt +, pantoprazole started 12/5 but cp progressed to severe hematemesis. Required fluid resuscitation, ffp and 2 units blood. Gi consulted and cp intubated in anticipation of urgent egd. Asa and apixaban held after 6 doses and 4-factor pcc administered. Tx to ICU. Egd revealed clotted duodenal ulcer with evidence of recent bleeding. Plan to hold ac and repeat egd in 24 hours with ICU monitoring. Required pressors for hypovolemic shock. Baseline scr 1.4, increased to 2 on 12/6 and 2.5 on 12/8. No bleeding on repeat egd 12/6, sucralfate added. Repeat egd on 12/7 showed no bleeding but visible vessel treated with epi and hemoclips. At this time, gi recommended hold ac 24-36 hours and if stable at that point may resume ac. Extubated 12/8. Pccm note on 12/9 states consider warfarin vs doac. Family reluctant to resume ac so sq heparin started 12/10. Le dopplers negative for dvt. On 12/13, ir placed ivc filter with planned removal in 3 months. Required prbc for drop in hgb on 12/17. Repeat egd on 12/18 for mwft placement, no active bleeding. On 12/20, cp developed new afib. Ep consulted. Ep reviewed with gi and noted no absolute contraindication per gi, though ongoing high risk for bleeding. Discussion with family about stroke risk w/o ac and family elected for no ac at this time. Further notes cite continued declining of ac for stroke px (nothing specific to pe treatment), which is not addressed by ivc filters). Another unit prbc on 12/25 for hgb 7. D/c to encompass 12/27 without consult to heme/onc or vascular. On d/c note, hospital course for pe states "status post ivc filter". Testosterone was d/c on d/c med rec, pantoprazole continued. No notation or plan for follow up regarding pe. Asa 81 mg resumed at d/c.

Event description:
Additional information received for report mw5175222 on 10/22/2025. Resubmitting this event. Originally submitted 8/19/25. The narrative that went into mw5175222 is not what was submitted by (B)(6). The manufacturer reached out to us to clarify since what is in the mw report doesn't make sense. Please delete mw5175222. The correct narrative is: multiple reports from various cst's and endo techs that the large forceps either sticks or is hesitant to open/close, all were the same lot numbers. Device codes: 4012, 2921.